Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed on stored egms. Patient was asymptomatic. Review of session records revealed that the pvc episodes were considered as tachy and sinus intervals by near and far-field channels, respectively. Programming changes were suggested.